Manufacturer narrative:
During investigation, the battery compartment was observed to be cracked on the side from the threads traveling down along the side of the bumper to the case seal and below the bumper at the case seal. Unrelated to the original complaint, the pump was unable to power on. There was visible moisture inside the battery compartment. A leak test was performed and failed due to a battery compartment leak. The pump was opened and there was no further evidence of moisture found internally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.